Event description:
The manufacturer representative reported the patient was undergoing implant of a permanent stimulator approximately one month following a successful and uneventful trial. During the placement of the third lead (entry at l1 - t12) the hcp noticed fluid dripping from the other needles. Stimulation was attempted on the first lead and the patient reported uncomfortable sensations in the abdomen at an amplitude of 0.2 volts. It was determined the lead was subarachnoid and the procedure was aborted. The patient also reported intense new pain in the right foot and toes. The patient was treated with a blood patch, a temporary epidural catheter, and admitted to the hospital for a seven day infusion of epidural marcaine, fluids, and antibiotics. Additional information was requested from the hcp but was not available on the date of this report.